Manufacturer narrative:
The technician found the brake pads were out of adjustment. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician adjusted the brake pads to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in the a&e department at the account. There was no pt/user injury reported. (B)(4).